Manufacturer narrative:
30 day report after awarenss of the incident attached to this submission. The final report is late as was unable to complete the final reporting on friday 15th october 2021 due to an issue with the esubmitter software. The final report should be have uploaded by 17th october 2021. The esubmitter issue was that field d2 could no longer be populated with the the three latter device identified "gei". Helpdesk for esubmitter contacted for help initally on friday 15th october 2021 and again on monday 18th october 2021 helpfesk for esubmitter contacted me on tuesday 19th october 2021 with a solution - reinstall software. Fix was sucessful. Devices not evalulated by the manufacturer as not returned for examination by customer.

Event description:
Customer reported that "we had a scissor bubble up of the distal tip. Generator was set at 60. Was not holding his foot down on the pedal for a significant amount of time according to the scrub tech".

Manufacturer narrative:
Initial report pending further data from complainant.

Event description:
We had a scissor bubble up of the distal tip. Generator was set at 60. Was not holding his foot down on the pedal for a significant amount of time according to the scrub tech.